Event description:
Procedure: lap gastric bypass. According to the reporter: product broke apart during case and created a gastronomy at the distal half. The staple cartridge cut a whole in the stomach and did not staple. X-ray was performed to make sure no extra parts were in the body. The doctor then using a different device, stapled and oversewed to repair the area. No reported blood loss.

Manufacturer narrative:
Initial report sent to FDA on 06/13/2008.